Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. On (B)(6) 2015, the patient was receiving the error code "8476" on his personal therapy manager (ptm) and this was the motor stall code. The patient had a MRI and had only been out of the MRI for 20 minutes. During the reported event the patient was able to communicate and could access the ptm, which indicated there was no longer an active stall; however the only way to confirm the stall recovery was to have the hcp read the pump logs. The patient was to follow up with their healthcare provider (hcp). The patient felt fine and had no symptoms. Actions/interventions taken to resolve the motor stall and if the motor stall had recovered were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.